Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported following a micro-stent implant procedure, the device was exposed 2 mm at one week post-op. The device went back to original position at 3-weeks post-op. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of device exposed; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided for a thorough evaluation of the case. Differences in device position may have been related to the examiners ability to visualize the angle at the implantation location due to incisional corneal edema or haze, as well as by the subjects comfort and cooperation with the examination; it is also possible that the device physically moved. There is no mention of system failure. A possible root cause is that postoperative movement of the device is an established risk associated with use of the device that is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).